Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 723mg/dl. The customer was experiencing unexplained high glucose for the past two months. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 574mg/dl, and he has treated with manual injections. The customer stated that the insulin pump alarmed no delivery when he tried to fill the cannula, and the piston does not move when he holds the activate button down. The customer stated that he does not change the infusion set every two to three days. The customer stated that his sites often are redness, soreness or swelling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.